Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation: admin nurse iii. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the catheter of a pinnacle device was inserted into the patient. When the catheter was manipulated it broke in half. The catheter was pulled out and the second piece had to be fished out and snapped in half. The outcome of the procedure was successful and the patient was in stable condition. Additional information was received 05 september 2019: the user facility stated that when they were manipulating the device that meant moving it back and forth within the patient. Once the device broke it was removed from the patient and nothing was left in the patient.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update the h3 section and to provide the completed investigation results. One 5 fr introducer sheath in two pieces was received for product evaluation. The dilator was returned as well. The sheath was in two pieces and broken midway in the shaft. Upon analyzing the broken ends under a microscope, it was seen that the cut edges were clean, uniform and sharp. There were no jagged edges on piece and on the other piece the cut was clean until the end where it seemed to have under plastic deformation due to a pulling force. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the sheath came into contact with a sharp blade. However, the exact cause of the reported event cannot be definitely determined based on the available information.